Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product anomaly. The device was subsequently replaced, and no additional adverse patient effects were reported. This ICD is no longer in service.